Event description:
It was reported during a diagnostic laparoscopy under direct vision the surgeon attempted to insert the 355sd in the suprapubic area of the pt. It appeared the safety lock out would continue to activate without releasing tension upon insertion. After 3 attempts to insert the trocar, the surgeon requested another 355sd and the case was completed without incident. Having watched the surgeon insert the trocar in question, it appeared proper technique was used. Each time the surgeon applied pressure to insert the trocar the reset button would activate. There was no pt consequence.

Manufacturer narrative:
Tracking #.47110. Date sent: 11/14/1998. D6: device returned with no lot identification. Endopath dilating tip trocar: based upon the inquiry info, visual examination and functional test, no conclusion could be reached as to how the reported "safety lock out would continue to activate without releasing tension upon insertion" during surgery occurred. The device was examined, found to be functional, and was cycled repeatedly without incident. The device was tested using a porvair simulation of skin and found to function as intended. The experience reported by the surgeon could not be repeated during testing.